Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device 1). The patient's attorney made no allegation related to the bard/davol phasix. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device 1). On (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol phasix. On ni/ni/ni - the patient had unspecified injuries, "including consultations with her medical providers." As alleged, the patient is making a claim for an adverse patient outcome against the ventrio st (device 1). As reported, the patient's attorney alleges a general claim related to the ventrio st (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of ventrio st mesh, patient was diagnosed with cellulitis, abscess, adhesions, necrosis and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and pain as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device 1). (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol phasix. Ni/ni/ni - the patient had unspecified injuries, "including consultations with her medical providers." As alleged, the patient is making a claim for an adverse patient outcome against the ventrio st (device 1). As reported, the patient's attorney alleges a general claim related to the ventrio st (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventrio st mesh (device #1). Per operative notes, ¿lysis of adhesions performed. A fascial bridge between supraumbilical defects were made and a large ventrio st mesh (device #1) was placed to cover both the defects and sutured.¿ (B)(6) 2015 - patient was diagnosed with abscess and abdominal wall cellulitis thereby underwent lysis of adhesions, open repair with the implant of phasix st mesh (device #2) for abdominal wall reconstruction and explant of ventrio st mesh (device #1). Per operative notes, ¿the ventrio st mesh (device #1) was carefully dissected free and fully excised. Adhesiolysis was performed and a phasix st mesh (device #2) was secured in an underlay fashion using sutures for abdominal wall reconstruction.¿ (B)(6) 2016 - patient visited hospital for non-healing abdominal wound. (B)(6) 2017 - patient underwent open hernia repair with the implant of unknown mesh. (Note, there was no implant op notes and product information provided). Attorney alleges that the patient had adhesions, infection, seroma, pain and hernia recurrence.